Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead revision, the implantable cardioverter defibrillator (ICD) case was dented. The physician determined that he wanted a new device due to the damage done to the outer case of the ICD during its removal from the pocket. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.